Manufacturer narrative:
Additional information: d10 (date device received), h6, h10 (summary device evaluation). Summary of device evaluation: the investigation of the returned coil system found the implant coils severely stretched at the proximal section and separated from the pusher. The returned catheter was found to be in good condition with no visible signs of damage/kinking. The pusher was not returned for evaluation. The investigation found the attachment monofilament at the tie knot with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant but stretching is consistent with the device experiencing retraction forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil was used in a procedure to treat a patient with a gluteal aneurysm. Reportedly, the coil got stuck in the microcatheter during advancement and the coil unintentionally detached inside the microcatheter. The physician removed both coil and microcatheter from the patient as one unit. A new catheter and additional coils were used to successfully complete the case. Patient outcome described as "good."